Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 53mg/dl which was treated with juice. Customer states that she had blood glucose of 300mg/dl in the morning which was high then it went to 87mg/dl. Customer¿s mother states that low occurred at baseball practice. Insulin pump will not be return for analysis.